Event description:
Procedure type: thoraco/lobectomy. According to the reporter: leakage was found from stump of the bronchial tube after firing. It was found that malformed stapling had caused the incident. No abnormal phenomenon was seen during firing. The surgeon had to resect more tissue than what was originally planned due to the product problem. Additional manual suturing was done. No unanticipated bleeding occurred. Nothing fell into the patient cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).